Manufacturer narrative:
Evaluated 1 open or used reservoir. Performed pre-fill reservoir test per (B)(4) and (B)(4). Found transfer guard needle occluded. Unable to pre-fill. Evaluated 1 opened or used reservoir and transfer guard only unable to pre-fill. Evaluated 1 open or used reservoir. Performed pre-fill reservoir test per (B)(4). Found no leak and no air bubbles anomaly during analysis. Checked o-ring for defects and none was found.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubble and leak. The customer¿s blood glucose level was 88 mg/dl. Customer stated that reservoir was leaking while trying to troubleshooting for the prime issue. Customer stated size of air bubble was air pocket at the top of the reservoir. Customer stated location of leak was snap cap. The reservoir will be returned for analysis.